Event description:
Reporter indicated that the pt was having trouble breathing and is coughing. It was also reported that the pt's previous generator was removed for a period of time before getting their current device. During that time, the pt's breathing problems resolved. Further info revealed that during the pt's implant surgery, the surgeon accidentally hit the jugular vein when he was removing the old lead. Because of the difficulty in removing the old leads, the surgeon placed the new electrodes over the old electrodes. Since the surgery, the pt has been having breathing problems. The pt's device was activated immediately following the surgery. It was reported that the physician does not believe that the pt's breathing difficulties are related to vns therapy. It was reported that placing the magnet of the vns device to inactivate does alleviate the breathing problems. Vns device settings were increased and the pt has been seizure free. A pulmonary consult is planned. The physician indicated that the breathing difficulty is not related to the surgery but could be related to the stimulation. It was further reported that the pt has approximately 20 seizures a day. The pt feels like there is a lump in their throat and feels like they can't take a good breath. The pt denies chest pain, cough, sputum, wheezing, abdominal pain, nausea, or vomiting. Device off time settings were changed from 1.8 seconds to 5.0 seconds, and the pt was observed for ten minues. The pt felt better and felt that their respiration was improved. Their voice was observed to be stronger. The same day that the pt's device settings were changed, the pt presented back at the physician's office because pt had three breakthrough seizures. The settings were then changed back to the previous values. The pt was getting used to the higher parameters and would prefer the breathing difficulty rather than having the seizures. The pt tolerated the change in parameters without difficulty.